Event description:
Patients rv component has low impedance, no sensing, and loss of capture. Shock impedance is in range and atrial sensing is good. X-ray did not show signs of lead dislodgement. Lead remains actively implanted but will be addressed further.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.